Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with 300 units of insulin. On one occurrence, the customer reported filling the cartridge with 300 units of insulin and the following day ((B)(6) 2016), the customer's insulin gauge showed an inaccurate amount of 45 units. The customer was able to reload the cartridge successfully and received an accurate fill estimate. However, several hours later, the customer received a minimum fill message. The customer was able to load a new cartridge successfully. The customer reported a blood glucose level of 215 mg/dl, which was addressed with a bolus. It was confirmed that the customer will continue using the pump for continued insulin therapy.

Manufacturer narrative:
(B)(4).